Event description:
A malfunction alarm identified as "malf 9" was reported, but it did not adversely impact the customer's blood glucose level. The malfunction code was resettable, and technical support provided instructions to the customer for resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump. They were also instructed to contact technical support again if the issue reappeared.